Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 21mm watchman laa closure device and delivery system (wds) were used. Heparin was administered and the la pressure was 15mmhg. The laa type was described as looking like broccoli. The wds was being advanced in the was and had not yet been deployed and the patient went into heart block. The patient's activated clotting time was 270. Both devices were removed and the procedure was aborted. The physician put a temporary pacing wire in the patient for a very brief time; about a minute or two, which resolved the patient's symptoms. The cause was noted to be an air embolism.